Event description:
A hospice nurse reported that the patient had passed. It was noted that this patient has been terminally ill for some time. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?, analysis of the suspect device is underway but has not been completed to date.

Event description:
The explanted lead and generator were received by the manufacturer. Product analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The generator and lead were returned due to patient death. Product analysis was completed on both the explanted generator and explanted lead. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. There were no performance or any other type of adverse conditions found with the pulse generator. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were observed. It was noticed that a set of setscrew marks were found near the end of the connector pin indicating the lead may have not been fully inserted into the cavity of the generator. However, additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion confirmed no discontinuities. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned lead portion. No other relevant information has been received to date.